Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple cartridge change errors occurred with multiple cartridges during the loading process. The customer reported an elevated blood glucose (bg) level of 493 mg/dl due to not testing bgs before/ after dinner and not estimating the number of carbohydrates consumes at dinner correctly. The user addressed the elevated bg level via pump. Reportedly, the customer declined troubleshooting.